Event description:
Due to a lead error message there was a unscheduled in-clinic fu. During this visit the lead imp was above 2500 ohm and there was no lv capture. Later on, there were more lv configurations measured with the same problem. Based on the x-ray thorax there could be a relation between the image and the findings.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 08th february 2022 and 21st june 2022 recorded the sudden increase of the pacing impedance from approximately 450 ohms to above 3000 ohms. The analysis of the provided iegm episodes revealed artifacts on the lv channel, which led to oversensing. Additionally, a loss of capture was observed in the lv channel. The provided x-ray was analyzed. The lead showed much slack in the implanted state. An interaction between implanted leads cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.